Event description:
The customer observed false repeat reactive architect I hiv ag/ab combo results on multiple patients. The results provided were: sid (B)(6) initial=1.13 s/co s/co (> or = 1.00 s/co=reactive) /repeated=1.21 s/co and 0.10 s/co (< 1.00 s/co=nonreactive) additional information provided: anti-hcv=0.07 s/co (nonreactive); hbsagq2=0.17 s/co (nonreactive) and syphilis tp=0.26 s/co (nonreactive) sid (B)(6) initial=1.35 s/co /repeated=1.08 s/co and 0.12 s/co additional information provided: anti-hcv=0.13 s/co (nonreactive); hbsagq2=0.16 s/co (nonreactive); syphilis tp=0.16 s/co (nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for architect reaction vessels 07c15-03, lot 000712494. A review of complaint and trending data for the architect i2000 processing module did not identify any similar issues as described in this complaint. A review of trending data associated with the reaction vessels, list number 07c15-03 did not identify an increase in complaint activity. Review of all the information provided by the customer was reviewed. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect i2000 processing module, serial number isr64828 or architect reaction vessels 07c15-03, lot 000712494.

Event description:
The customer observed false repeat reactive architect I hiv ag/ab combo results on multiple patients. The results provided were: sid (B)(6), initial=1.13 s/co s/co (> or = 1.00 s/co=reactive) /repeated=1.21 s/co and 0.10 s/co (< 1.00 s/co=nonreactive), additional information provided: anti-hcv=0.07 s/co (nonreactive); hbsagq2=0.17 s/co (nonreactive) and syphilis tp=0.26 s/co (nonreactive), sid (B)(6), initial=1.35 s/co /repeated=1.08 s/co and 0.12 s/co, additional information provided: anti-hcv=0.13 s/co (nonreactive); hbsagq2=0.16 s/co (nonreactive); syphilis tp=0.16 s/co (nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.